Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is 57 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿rhythm control and its relation to symptoms during the first two years after radio frequency ablation for atrial fibrillation.¿ pace 2016; 39:914¿925. Doi: 10.1111/pace.12916. Clinical trial registration: url: http://clinicaltrials.gov. Unique identifier: nct00697359. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding insertable cardiac monitors (icms). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique serial numbers with the available information provided. There were reports of ¿false-positive¿ device detection issues; however, the author did indicate that this was ¿due to atrial or in some cases ventricular premature beats during sr [sinus rhythm]¿ in some cases. The status/location of the icm is unknown. Additional information was received through follow up with the author who indicated that there were no allegations/complications against the icms. No further patient complications have been reported as a result of this event; and no further information was provided.